Manufacturer narrative:
The customer was provided with a repair quote however the device has not been made available for evaluation or returned for repair. The cause of the reported issue could not be determined. Device not returned to manufacturer.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue could not be duplicated - the device would power on with dc power. The device requires a power module replacement to resolve the ac power issue however repair was declined. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.